Event description:
It was reported that this 60 y/o male patient's left shoulder was revised 35 days post op. Patient reported a feeling of "clunking" about 2 weeks ago. The clunking feeling was recurrent, leading to evaluation. The patient was found to be unstable. The humeral liner, torque screw, & humeral tray were removed. The stem was assessed & found to be stable. There were no concerns regarding the glenoid components. The humeral side was revised from +0mm humeral liner & +0 humeral tray to a +2.5mm humeral liner & +5mm humeral tray. The patient appeared to be stable during range of motion assessment & shuck. Patient was last known to be in stable condition following the event. No x-rays provided. Devices are not returning - facility policy.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-06-42 - glenosphere 42mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, g3/g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.